Manufacturer narrative:
Updated data: b5, h6. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the guidewire was positioned in the right pulmonary artery, and a non-medtronic guidewire was used during the procedure. Per the physician, the non-medtronic guidewire caused the perforation, and the valve and delivery catheter system (dcs) did not contribute to the perforation.

Manufacturer narrative:
Continuation of d10. This is a system report. The section d information is for the primary device, which was in use with the following: brand name harmony delivery catheter system; product ID harmony-dcs (lot: 0013063764); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure involving a transcatheter pulmonary valve implant using the harmony-25 device, after the valve was implanted, a bleed occurred in the trachea. The physicians suspected the bleed was due to a perforation in the right pulmonary artery, which was noted to likely be caused by a guidewire. Subsequently, a balloon was inflated to stop the bleed. The patient experienced cardiac arrest and required cardiopulmonary resuscitation. The balloon remained inflated for 40 minutes, and upon deflation, the bleeding had stopped. The patient was stabilized but remained in the intensive care unit and continued to be ventilated for lung recovery.